Manufacturer narrative:
The field service engineer (fse) inspected the module and did not find any cause for the issue. He was not able to reproduce the malfunction. He then checked for the alignments and the internal and external rinsing of the sample, reagent, extra wash system (ews), and sipper probes. He also checked for the proper alignment and rinsing of the mixer. He checked the pressure sensor for proper voltage, the liquid-level detection (lld) of the sample and reagent probes, the gear pump pressure, and the main water pressure. He performed mechanical and verification checks with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for 2 patient samples tested on the cobas 6000 e 601 module. The initial results were reported outside of the laboratory. For patient 1, the doctor requested for a rerun of the sample as the initial result did not match the patient's condition. A second sample was also drawn from the patient. On (B)(6) 2022, patient 1's initial result of the first sample was less than 3.5 miu/ml. The repeat result of the first sample was 4431 miu/ml. On (B)(6) 2022, the result of the second sample was 5018 miu/ml. This result was deemed correct. On (B)(6) 2022, the field service engineer (fse) inspected the module and could not reproduce the malfunction. He then checked for the proper alignments of the sample, reagent, extra wash system (ews), and sipper probes. He also checked for the internal and external rinsing of these probes. The fse checked for the proper alignment and rinsing of the mixer. He also checked the pressure sensor for proper voltage. He checked the liquid level detection (lld) of the sample and reagent probes. He checked for the proper gear pump pressure and the main water pressure. He verified the analyzer's performance by instrument checks with acceptable results. The issue was not resolved and a new questionable result was reported. For patient 2, the doctor questioned the result which prompted a rerun of the sample. On (B)(6) 2022, patient 2's initial result was 5.8 miu/ml. On (B)(6) 2022, patient 2's repeat result was 3986 miu/ml. The reagent lot number and the expiration date were requested but not provided.